Manufacturer narrative:
As stated in the describe event section, on (B)(6) 2016, ad-tech's clinical specialist attended another case at (B)(6). She was able to confirm that the patient from this complaint is doing well, with no complications. Customer discarded device after the case.

Event description:
Ad-tech received a complaint from a customer in regards to a depth electrode. It was stated that upon placing the first depth electrode, the stylet was difficult to remove and required assistance. Recordings were immediately started from the electrode and the surgeon was satisfied that they were getting a good recording. When closing the patient, it was noticed that cerebral spinal fluid (csf) was leaking from the stylet inlet of the depth electrode. The doctor sutured the inlet closed and it appeared to stop leakage. The neurologist confirmed they were still recording from the depth electrode. Although the customer was able to obtain recordings, this is still a concern. Ad-tech's clinical specialist confirmed that the patient was doing well with no complications.